Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was also stated that the customer passed out due to the high blood glucose levels. The caller had no further information. Attempted to reach the customer several times for more information, but there ws no answer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.